Event description:
It was reported by the rep that the two prr35 were used during an unknown procedure. One of the staplers came apart right out of the package and the other jammed during closing of the skin. The case was completed with a third prr35. The pt consequence was unclear as reported. 8/3/2000 additional info received: there was no pt consequence.